Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out, it was noted that the leads almost appeared twiddled. Moreover, the leads were untangled, however, the right atrial (ra) lead incurred damage in the insulation with exposed coil that appeared corroded. Further, this ra lead was repaired using a lead repair kit. Hence, the lead remains in service. No additional adverse patient effects were reported.